Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date estimated to be on or about (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date approximately 2 years post index procedure, the patient reported he underwent a reintervention for a type ii endoleak. The patient reported the physician (name and hospital not provided) performed coil embolization with glue. The patient tolerated the procedure. It was not known if this procedure resolved the endoleak. On august 4, 2023, a gore product specialist spoke with the patient who further stated his most recent scan (date unknown) showed continued aneurysm enlargement from 5.2-7.8 cm. The patient reported he has a consultation with his surgeon the second week of (B)(6) 2023. He will urge his surgeon(patient did not provided surgeon name or hospital name) to provide gore with updated information.